Event description:
Procedure performed: gastric sleeve. Event description: dr [name] was doing a gastric sleeve procedure. The eb216 towards the end of the case would not activate a second time when he was trying to double seal. I advised dr [name] that we do not recommend double sealing. He said he understands and wanted to anyway. He had the jiggle the activation button a little to get the second activation each time. Secondly when he was finished with eb216, he placed it on the mayo stand and the device activated on its own with the jaws open and nobody touching it. Product is available for return. Additional information received via email 02jun2022. From [name], account manager: patient is fine and should have been released from hospital today. Case was completed with the same device. Device was used to almost the end of case before malfunction occurred (approx. 30 activations). The only alarms in the case were an occasional early release alarm. No alarms occurred when the device failed to activate. Jaws were cleaned twice with a moist 4x4. Intervention: case was completed with the same device. Patient status: patient is fine.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant's experience of unintended device activation could not be replicated as the event unit functioned as intended. A fuse switch, an internal component of the unit, was observed to be misaligned upon closer inspection. A misaligned fuse switch could possibly cause unintended device activation. However, applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the of the reported event or confirm that a product malfunction occurred. The root cause of the misaligned fuse switch is unable to be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: gastric sleeve. Event description: dr [name] was doing a gastric sleeve procedure. The eb216 towards the end of the case would not activate a second time when he was trying to double seal. I advised dr [name] that we do not recommend double sealing. He said he understands and wanted to anyway. He had the jiggle the activation button a little to get the second activation each time. Secondly when he was finished with eb216, he placed it on the mayo stand and the device activated on its own with the jaws open and nobody touching it. Product is available for return. Additional information received via email on 02jun2022 from [name], account manager: patient is fine and should have been released from hospital today. Case was completed with the same device. Device was used to almost the end of case before malfunction occurred (approx. 30 activations). The only alarms in the case were an occasional early release alarm. No alarms occurred when the device failed to activate. Jaws were cleaned twice with a moist 4x4. Intervention: case was completed with the same device. Patient status: patient is fine.